Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Additional information was received indicating that the lead was explanted and was destroyed during extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.